Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys ca 19-9 immunoassay (ca19-9) on a cobas 8000 e 602 module (e602). It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The sample initially resulted as 93 u/ml. The sample was repeated twice, resulting as < 1 u/ml. No adverse events were alleged to have occurred with the patient. The ca19-9 reagent lot number was 193941. The reagent expiration date was asked for, but not provided. The customer checked the sample, but found no issues with it. The customer also stated that they have not had any problems with control recovery. A specific root cause could not be determined based on the provided information. Information required for the investigation was requested, but not provided. A general product problem could be excluded. Possible root causes for this event may be insufficient electromagnetic interference lab compliance, sample quality, insufficient maintenance, or contamination of the environment with the analyte.